Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. Their programmer had "gone dead" along with the batteries. The programmer batteries depleted screen was seen. Replacing the batteries resolved the issue. The patient then saw the sync screen. They had recently been adjusted higher to 3.5 v on program four. Therapy had not been working very well. The patient was still wetting the bed. While on the call, the patient increased first to 3.1 v. Increasing to 3.3 v did not result in stimulation. Stimulation was barely felt at 3.5 v. Comfortable stimulation was felt at 3.6 v.

Event description:
It was reported the patient¿s machine was not working. The patient was not sure which machine was not working. The patient had to wear pads at night because they wet themselves. The patient got up two to three times a night. The patient had to urinate right away if they were near water or adjusted stimulation up or down. The patient had an infection a couple of months prior to call that had resolved. The patient did not feel stimulation unless they increased to 5.8 v, but it would still sometimes go away. The patient was working with their healthcare provider. The patient was upset they could not have an MRI for an unrelated issue. The patient had a heart attack the same month as implant and a stroke three weeks later. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0k19v, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s symptoms were still better than prior to implant. Stimulation was uncomfortable after increasing. The program was then changed. Impedances and battery were checked. The patient had not lost therapeutic effect or stimulation.